Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 rtg0031279 (con): information was received from a patient who was receiving bupivacaine, fentanyl, and clonidine at unknown concentrations and dosages via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient was in the hospital many times and had to have surgery due to issues with the pump three times. The date of the hospitalizations and surgeries were unknown. No further complications were reported.